Event description:
Customer reported the clamp that connects the line from the water reservoir to the back of the analyzer came loose causing a large amount of water to leak all over the lab, onto the floor near electrical equipment and outlet. User said they tried to tighten the clamp but leak continues. User added the water has been cleaned up and analyzer has been shutdown. No pt samples results affected, and operator was not harmed.

Manufacturer narrative:
The field service rep determined the cause to be a defective supply water fitting and tubing. He replaced supply water fitting and tubing, and verified no further water leaked from analyzer.